Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. H3 other text : the drill bit remains in the patient's bone.

Event description:
As reported: "during placement of oblique distal locking screw the drill bit was damaged and broke inside the nail. The drill bit was deep within the bone and stable. Decision was made to retain the drill bit within the intramedullary canal as it was stable and providing fixation along with 3 other screws".

Event description:
As reported: "during placement of oblique distal locking screw the drill bit was damaged and broke inside the nail. The drill bit was deep within the bone and stable. Decision was made to retain the drill bit within the intramedullary canal as it was stable and providing fixation along with 3 other screws".

Manufacturer narrative:
Correction - please refer to d1, d4 catalog number, gtin, h5, h8. The reported event could not be confirmed, since the device was not returned for evaluation and no evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be returned to determine the exact root cause of the event. If the device is returned or if any additional information is provided, the investigation will be reassessed.